Event description:
Based on a review of the medical records provided by the pt's attorney: on (B)(6) 2002 - the pt underwent repair of two recurrent ventral hernias with a bard flat mesh and a composix kugel hernia patch and a partial omentectomy. On (B)(6) 2005 - the pt underwent extensive adhesiolysis, reduction and repair of a large recurrent ventral hernia with a composix kugel hernia patch. On (B)(6) 2007 - the pt underwent drainage of multiple abdominal wall abscesses, removal of extensive multiple layered mesh of abdominal wall and complex fascial repair of abdominal wall defect with a non-bard mesh.

Manufacturer narrative:
Initially, one event was reported by the pt's attorney. However, review of the medical records showed there to be two add'l implants. A pt with a history of hernia repairs underwent repair of two recurrent ventral hernias with a bard flat mesh and a composix kugel mesh on (B)(6) 2002. Almost three yrs later the pt underwent lysis of adhesions and repair of a recurrent ventral hernia with a composix kugel mesh. Over two yrs later, the pt underwent drainage of abdominal wall abscesses, removal of extensive multiple layered mesh of abdominal wall and repair of abdominal wall defect with a non-bard mesh on (B)(6) 2007. The medical records noted that all of the mesh was extensively removed "but leaving purposely some of the mesh that was well incorporated into the fascia on the lateral sides of the wound." Currently, it is unk whether the device may have caused or contributed to the alleged event. It is unclear whether the pt's previous medical and/or surgical history may have contributed to the alleged event. The pt reportedly developed adhesions and recurrence which are listed as possible adverse reactions in the product's instructions for use. The medical records also reference abscesses, although the composix kugel is not referred to as the source of the abscess the product's IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, no sample has been returned for eval. Based on the info provided, no conclusions can be drawn. Info related to the recalled composix kugel mesh implanted on (B)(6) 2002 was reported in accordance with (B)(4). See MDR 1213643-2011-00672 for info related to the composix kugel mesh implanted on (B)(6) 2005.